Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in the morning after start up, the cs300 intra-aortic balloon pump (iabp) unit went completely white. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the display was completely white when turned on. The fse replaced the pcb color video cable (d670-00-0736) and display to video pcb (d012-00-1429) were replaced. The unit passed all functional and safety tests and was returned to customer.